Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was poor visualization with onyx. The patient was undergoing treatment for middle meningeal artery embolization. The patient's vessel tortuosity was normal. It was reported that the onyx had been shaken for over 20 minutes per the IFU on the highest speed setting. The onyx had been drawn appropriately as per IFU. The dmso and onyx were injected as per IFU. The physician reported the onyx was "invisible" and could not be seen going into the vessel. The physician injected the onyx immediately over mixing, and the vials did not sit more than 5 minutes prior to injection. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a marathon microcatheter and mirage guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined.